Manufacturer narrative:
Information received indicates infection which is well-known potential complication of this type of procedure. Product insert states in chapter "potential complications" that the complication arising from the wall reconstruction with reinforcements can also be seen after parietex composite has been used. These complication include seroma, hematoma, recurrence, infection, visceral adherence, allergic reactions to the components of the product.

Event description:
(B)(4).